Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that they experienced low blood glucose level and had issues with the guardian sensor. The customer's blood glucose level was 62 mg/dl. The customer reported that they had multiply blood glucose values that morning. They stated that the blood glucose levels were quiet fluctuating. The customer was offered troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was missing failure analysis report. The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. The device was received with same audio tone when switching from volume 5 to volume 1 and pump error 63 alarmed during selftest due to broken trace on keypad assembly. Monitored with the device was communicating properly with sensor tester and the sensor transmitter. No not accepted or change sensor messages noted during testing.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Device received with same audio tone when switching from volume 5 to volume 1 and pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Monitored with the device communicating properly with sensor tester and the sensor transmitter. No not accepted or change sensor messages noted during testing.